Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2024, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch verio reflect meter was displaying the ¿apply blood¿ message after applying a blood sample. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged issue started one month prior to the call with lfs, at an unspecified date and time. The patient manages their diabetes with diet and exercise only and did not report any changes made in response to the alleged issue. The patient claimed that they called the emergency medical services (ems) because they felt ¿sweaty and passed out¿ after the alleged issue occurred, at an unspecified date at night. The patient was treated by a health care professional (hcp) with IV glucose and was taken to the emergency room (ER). Before treatment a blood glucose reading of ¿below 20¿ was obtained on an ems meter. During troubleshooting, the cca noted that the subject meter was not being used for the first time. The cca concluded that the patient was following the correct testing process using the correct test strips. The cca walked the patient through resolving the issue, however, the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claimed they were unable to test their blood glucose due to the reported issue, reportedly developed symptoms suggestive of a serious injury adverse event and reportedly received hcp treatment for an acute low blood glucose excursion after.